Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that patient experienced a detached sensor wire. Patient did not know the date of insertion or the date of the event. Patient reported difficulty with deployment. No medical intervention was required.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that patient experienced a detached sensor wire on (B)(6) 2014.